Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from the patient regarding their complaint, and patient reports they had a replacement of the generator/battery on (B)(6) 2023, and patient states a manufacturer representative (rep) left the hospital without giving them the controller and charger, and also adds, their ins was not on as far as they know. No diagnosis or troubleshooting was done, and state they are working with a new rep and rep is trying different settings. Their issue have not been resolved, and they add one of their leads are not working as it should, and no decision has been made.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they needed a new rep. Pt said that all that was done was that the power supply was swapped out and the leads weren't touched or anything; pss understood that the pt was referring to having the ins replaced. Pt said that they had the previous ins for what was nine years in december and so the ins battery was replaced on the 11th of this month since they kept getting an error message on the controller. Pss understood that the pt's previous ins was replaced due to normal battery depletion. Pt said that the rep didn't come into recovery to see them or give them the external equipment for the ins. Pt said that the rep had left the hospital without coming to see them or giving them the external equipment. Pt said that a nurse said that they would normally get the external equipment at a follow up appt, however the pt's follow up appt isn't until friday, april 28th. Pt said that they were trying to track the rep down along with the nurses and that hcp's pa finally called the rep. Pt said that the rep was on their way home so the rep turned around and t hen called the pt's husband while the pt was still in recovery. Pt said that the rep asked the pt's husband to meet them in the parking lot to get the controller. Pt said that the rep then said that they would meet the pt up in recovery. Pt said that they didn't feel the ins on at all. Pt said that the rep brought them the controller and was programming the device, however the pt told the rep that they weren't feeling any stimulation on their left side. Pt said that they still weren't feeing any stimulation on their left side and it had now been a little over a week ago. Pt said that they had no relief on their left side. Pt said that they called hcp and hcp told them to talk to the rep. Pt said that they called the rep and the rep said that they would take care of the issue at their follow up appt. Pt said however that they couldn't go until their follow up appt on the 28th without having relief from the ins. Pt said that the rep's name was (B)(6) . Pss apologized for the pt's experience. Pss advised thept that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. 2023-04-12 2023 mpxr 1054704, rtg0431866/update (con, rep): additional information received from the patient and rep indicated that electrode 6 ,7 and 14,15 were out when trying to connect the leads to the new ins. The hcp tried disconnected the leads, wiped them off, tried connecting them. Each time the hcp took out the old leads and reconnected the new ones we had the same electrodes out. They readjusted the leads over 10x. The rep tried using the hood electrodes to spread the stimulation and increase the pulse width to her left side but is only receiving therapy on the right side. The rep mentioned d product damage caused or discovered during surgery. There was loss of stimulation and return of pain. The rep met with the patient post-op to try to get better coverage with the electrodes that are working and she was able to get some coverage on the patients left side but this was not satisfactory for the patient. On (B)(6) 2023 the patient called back repeating their therapy wasn't working. Pt was requesting a copy of the report/test that was done in the or saying what was working on the leads and what wasn't. Pt said there were problems with the leads in the or and the rep said everything would be fine and they would dry out and start working, but pt was still having trouble with therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a190 lot# serial# (B)(6). Implanted: explanted: product type lead product ID 977a190 lot# serial# (B)(6). Implanted: explanted: product type lead. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(6) , ubd: 07-nov-2018, UDI#:(B)(4) ; product ID: 977a190, serial/lot #: (B)(6) , ubd: 07-nov-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.